Event description:
Related manufacturer reference number: 2017865-2022-22592. It was reported that the atrial lead exhibited high capture thresholds and the right ventricle lead exhibited noise with arm movements. Both the atrial and right ventricle leads were explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported event of high capture thresholds was not confirmed. A complete lead was returned in three pieces. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. Electrical testing did not find any conductor fracture. Internal shorts found between conductors was consistent with procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.